Event description:
Event description cpi received information that this bipolar lead was removed from service. One day after the implant of an implantable pulse generator (ipg) and this lead, the device was experiencing 'no ventricular capture'. The physician elected to perform an invasive procedure and discovered the lead was displaced. The lead was replaced with a new bipolar lead. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.